Event description:
It was reported to technical services on (B)(6) 2012, that this rv lead has low amplitudes. Further testing will be completed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).